Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, multiple episodes of auto mode switch were noted. Review of the electrograms revealed noise on the right atrial lead. No intervention was performed at this time. No patient symptoms were reported.